Manufacturer narrative:
On (B)(6) 2019 it was reported to arjo representative that the caregiver was moving arjo voyager duo ceiling lift along kwiktrack x-y installation system into position to transfer the resident. When the lift approached the end stop, small plastic element of the ceiling lift cover fell down striking the resident in the face. When the cover came off, the batteries beneath dislodged from the ceiling lift (despite fact that they are placed inside the ceiling lift housing, supported by the plastic holders) and fell out hitting the resident in abdominal area. The resident has sustained injury to face and abdomen and was transported to the hospital. The nurse in charge of the patient stated that the injuries as reported in this event did not meet the definition of a serious injury. When reviewing reportable events registered in the last five years for voyager duo ceiling lift, we have not found any cases with the same or a similar description. The issue claimed by the customer, in this case, appears to be an isolated occurrence. This lift was delivered, assembled and maintained at the customer by a third party company: xperience home health care. Arjo voyager duo is non-portable ceiling lift. This system consists of the kwiktrack installation and the lifting unit, which can be easily moved along the installation rails. Depending on the configuration, this movement can be provided either with electric motor (controlled by handset in 4-function models), or the hoist can be pushed manually (in 2-functions models). In the reported situation, despite fact that it was 4-function hoist, it was operated manually. According to service provider, the excessive speed of the manual lift shifting along the track and impacting with the end-stoppers led to device damage. The voyager duo instructions for use (IFU 001.19520.en rev. 11 from november 2016) gives important safety directons: "always ensure that violent impact during transfers is avoided." "Handling and storage: avoid violent impacts while transporting the lift." Rough handling and great force when moving the ceiling device along the ceiling rail installation were identified as main contributing factors leading to the ceiling device malfunction - cover damage and battery popping out. This ceiling lifting system was installed at the customer's home in (B)(6) 2019. Three days after initial assembly, the service provider was called as the end-stopper has dislodged and needed to be retightened. During that visit, the customer was notified by the service provider that they shall not hit the end stoppers while moving the voyager duo along the rail. There was also service visit performed in (B)(6) 2019, no broken ceiling device casing was found at that time. The service history of this device seems to be in line with the root cause stated above. In conclusion, a direct root cause of the device failure appears to point that an use error of rough handling has occurred. If the IFU was followed, the event could have been avoided. The device was not used for a patient transfer at the time of the event, but it was being prepared for use and located over the patient, by this it played a role in this event. There was a technical failure found within the ceiling lift system (did not meet the manufacturer's specification). The patient sustained minor injury. The complaint was decided to be reportable due to the fact that the ceiling lift battery falling out of the device could pose a caregiver or resident at risk.

Manufacturer narrative:
A third party service provider has visited the customer to inspect the device. Their inspection has shown that the casing was cracked allowing excessive battery movement. Their opinion was that the failure was caused by excessive speed in the manual travel of the ceiling lift being stopped by end stops repeatedly. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported to an arjo representative that the caregiver was moving arjo voyager duo ceiling lift along kwiktrack x-y installation system into position to transfer the resident. When the lift approached the end stop, the ceiling lift cover fell down striking the resident in the face. When the cover came off, the batteries dislodged from the ceiling lift and fell out hitting the resident in abdominal area. The resident has sustained injury to face and abdomen and was transported to the hospital. The nurse in charge of the patient stated that the injuries as reported in this event did not meet the definition of a serious injury.